Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to skin overgrowth. The excess tissue was excised and the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4).